Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to handling mistakes done by the customer or due to wear/damage caused by an increase in time and use. The event can be prevented by following the instructions for use (IFU) which state: [warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, switch 2 did not work due to corrosion on the switch flexible printed circuit board and the image was frozen and recorded on its own due to damage on switch 4. The device evaluation found that there was a gap between the acoustic lens and the ultrasound probe. Additional findings include the following: the right / left knob did not work smoothly due to a deformation, the elevator channel plug / nut was loose, the control unit had corrosion due to water leakage, the ultrasonic connector holder had corrosion due to water leakage, water tightness was lost due to damage on the guide pin of the electrical connector, the scope connector had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, the insulation resistance value did not meet the standard value due to damage on the acoustic lens, the displayed ultrasound image was defective with missing elements due to damage on the ultrasound probe, the displayed ultrasound image was defective due to damage on the acoustic lens, the adhesive on the bending section cover was detached, the yarn lying under the bending section cover could be seen, third party repairs were performed on the adhesive on the bending section cover, the connection between the bending section and the connecting tube was detached, the connecting tube had buckling, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the image guide protector had a cut, the insulation resistance between the device and the ultrasound connector did not meet the standard value due to damage on the condenser, the ultrasound case was sticky, the ultrasonic connector had corrosion due to water leakage, and the universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope was defective, the keys could not be triggered. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.